Manufacturer narrative:
Date of event: date of publication. Journal article title: safety and efficacy of second-generation drug-eluting stents in real-world practice: insights from the multic enter grand-des registry. Literature reference: doi.org/10.1155/2020/3872704. If information is provided in the future, a supplemental report will be issued.

Event description:
This study sought to compare the efficacy and safety of non-medtronic everolimus-eluting stent (ees) and non-medtronic biolimus-eluting stent (bes) with resolute integrity/endeavor resolute zotarolimus-eluting stent (zes) using the (B)(6) registry. The final sample size of the (B)(6) registry was 17,286 patients from 55 centers in (B)(6) from january 1, 2004, to november 31, 2014. Among these patients, 13,172 patients were treated with new-generation des. After index pci, follow-ups were performed at 1, 3, 9, and 12 months and annually thereafter;repeat angiography was optional at 9 to 13 months. Of the 17,286 patients in the grand-des cohorts, 13,172 (76.2%) patients were treated with second-generation dess, and the remaining 4,114 (23.8%) patients were treated with first-generation dess. In the second-generation des group, 5,154 (39.1%), 3,007 (22.8%), and 5,011 (38.0%) patients were treated with the ees, bes, and zes, respectively. Clinical outcomes reported at 3 year follow-up in the zes group include target lesion failure defined as a composite of cardiac death, mi (not clearly attributed to a nontarget vessel), or target lesion revascularization, death, cardiac death, myocardial infarction, target vessel myocardial infarction, stent thrombosis and major bleeding. 38.8% of the stent thrombosis events were fatal. In the multivariate analysis, chronic kidney disease was the strongest predictor of stent thrombosis. The type of stent used itself was not a predictor of stent thrombosis.